Manufacturer narrative:
Evaluation results: field service engineer replaced cartridge chemistry sample wash collar. Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011 customer reported that the sample probe was leaking on the dxc 600 instrument. Customer stated that source of the leak was between the reagent and compressor compartment. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and replaced the cartridge chemistry sample wash collar. Fse verified quality control was running within established specifications, and no further leaks were reported.